Manufacturer narrative:
The faradrive steerable sheath clear has been received at boston scientific's post market laboratory where it is awaiting analysis.

Event description:
It was reported that during an ablation procedure to treat atrial fibrillation a faradrive steerable sheath clear was used. After performing all pulmonary vein isolations (pvis) with the farawave catheter a non-boston scientific mapping catheter was inserted into the proximal end of the sheath and air was continuously pulled into an aspiration syringe while withdrawing on the sheath stopcock. The procedure had been considered complete by the time the air ingress was noted towards the end. No patient complications were reported. The faradrive steerable sheath clear has been received at boston scientific's post market laboratory where it is awaiting analysis.

Event description:
It was reported that during an ablation procedure to treat atrial fibrillation a faradrive steerable sheath clear was used. After performing all pulmonary vein isolations (pvis) with the farawave catheter a non-boston scientific mapping catheter was inserted into the proximal end of the sheath and air was continuously pulled into an aspiration syringe while withdrawing on the sheath stopcock. The procedure had been considered complete by the time the air ingress was noted towards the end. No patient complications were reported. The faradrive steerable sheath clear has been received at boston scientific's post market laboratory.

Manufacturer narrative:
Device evaluated by MFR.: the referenced faradrive steerable sheath was returned for analysis. Visual inspection of the device noted no abnormalities. Microscopic inspection of the hemostatic valve identified a tear in the internal valve. Pressure and vacuum testing were performed, and the sheath exhibited leaking (both air ingress and fluid egress) through the tear on the internal valve.